Event description:
The patient had surgery 3 weeks ago to have "tissue" removed from around the implantable neurostimulator because she was not healing; approximately "2 inch of tissue was removed." The patient was at home. Her status was "fair." Additional information has been requested, a follow-up report will be sent if additional information becomes available.